Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter, "consumer reported needle shield detached from syringes inside of the sealed bag, needle hub separated from the syringe and stayed inside of the shield. Also reported needle shield is difficult to remove before injection. "

Event description:
It was reported that separation occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter. "Consumer reported needle shield detached from syringes inside of the sealed bag, needle hub separated from the syringe and stayed inside of the shield. Also reported needle shield is difficult to remove before injection."

Manufacturer narrative:
H.6. Investigation: customer returned (6) 1/2cc, 8mm, 31g syringes in open poly bags from lot#: 9154575. Customer states that the needle shield detached from syringes inside of the sealed bag, needle hub separated from the syringe and stayed inside of the shield and the needle shield is difficult to remove before injection. Three out of 6 samples were returned with the hub-needle/shield assembly separated from the barrel. These samples exhibited a broken barrel tip. All remaining syringes were tested to determine the shield removal forces. All removal forces fell within specification. A review of the device history record was completed for batch#: 9154575. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.

Event description:
It was reported that separation occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter, "consumer reported needle shield detached from syringes inside of the sealed bag, needle hub separated from the syringe and stayed inside of the shield. Also reported needle shield is difficult to remove before injection. ".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 24 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9154575. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.